Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was a suspected short circuit. Analysis of the ICD reported two arc marks on the ICD can with the presence of lead material. It is believed that during high voltage therapy, the lead arced to the ICD can. The lead was capped and not returned for evaluation.